Manufacturer narrative:
Initial and final MDR 1879883 - MDR 3003442380-2024-06421 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the 12-years-old male child patient faced a kinked cannula within the past 2 weeks. The blood glucose level of the patient at the time of issue ranged between 360 to 370 mg/dl. Moreover, the issue occurred with two similar types of infusion set and site was patient's abdomen. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.